Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precaution: juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Company representative reported 1 syringe of juvéderm® ultra xc had ¿cracked at the hub when the needles were being switched during the injection and product was wasted.¿ patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received without cap, no needle. A crack is observed at the 3 mm luer lock level."

Event description:
Company representative reported 1 syringe of juvéderm® ultra xc had ¿cracked at the hub when the needles were being switched during the injection and product was wasted.¿ patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.